Manufacturer narrative:
D10 g4: follow up #1: (B)(6) 2020. H2: follow up #1: follow up type: device evaluation. H3.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the battery gauge was fluctuating. Customer's blood glucose level was 132 mg/dl. The customer continued to use the pump for insulin therapy.